Event description:
It was reported that the patient underwent an ipg replacement procedure due to ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as the physician felt there was no need to send the product back.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension; upn: m365sc3138550; model: sc-3138-55; serial: (B)(4); batch: (B)(4).